Event description:
The event involved a transpac® IV monitoring kit w/03 ml squeeze flush device, microclave®, 03 ml safeset¿ reservoir and blood sampling port. It was reported that prior to connection to the patient and after the line was primed, the safeset became loose and disconnected between the reservoir and the line. The diluent set was disconnected from the two way valve and it appeared that the adhesive hasn¿t stuck. Adhesive was observed at the point of disconnection. The safeset was replaced with a new one that was not loose and did not appear that it would come apart in the same area. The number of hours the device was used was 0.1. Someone become aware of the issue when the device came apart as the nurse was priming. No medication was being used with the product. There was no leakage. Although there was a delay in therapy, there was no human harm. This captures the second of two events reported.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The customer identified 3 possible lot numbers: (plots): 5201049 (expiry date 02/01/2024, MFR date: 03/01/2021), 5254594 (expiry date: 04/01/2024, MFR date: 05/01/2021), 5487785 (expiry date: 07/01/2024, MFR date: 12/01/2020).

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.